Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the product was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and it indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Fifteen non-sustained tachycardia (nst) episodes of <(><<)> 220 ms v-v cycle are recorded on between (B)(4) and (B)(4) 2013. 286 of 288 lifetime ventricular short interval counts (v-sic) occur since (B)(4) 2013. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: d224trk implantable cardioverter defibrillator (B)(6) 2011. 419688 implantable pacing lead (B)(6) 2011. 383059 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was additionally reported that the rv lead had low impedance.

Event description:
It was reported that the right ventricular (rv) lead had noise. It was also reported that the patient was frustrated this happened. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.